Event description:
It was reported that the patient experienced atrial stimulation. The atrial lead exhibited intermittent loss of capture and high thresholds. The device was reprogrammed. The patients medical condition was good. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.